Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions)a getinge field service engineer (fse) evaluated the unit and checked the balloon revealed no issues, so it was necessary to go into the system backend to inspect the machine. After going through the backend and performing a full valve test the fse found partial leakage in the pneumatic module. The fse replaced the pim (0997-00-1178) and the unit passed all factory-specified performance and safety test.the following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 09 mar 2026. The failure analysis and testing department received part number 0997-00-1178 pneumatic module assy serial number: (B)(6), with a reported unit failure of leakage alarms occur aftercontinous use for 48 hours. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part number 0997-00-1178 pneumatic module assy serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number (B)(6) and the cardiosave service manual number 0070-00-0639 revision r. The fat department performed all manifold tests and did not detect any leakage. However, it was found that the pim failed the membrane status test due to a differential pressure of 7 mmhg. Retaining the pneumatic module assy in the fat dept. Per procedure (B)(6). Probable root cause 1: the current safety disk design allows for creep. Factors that may contribute to creep include:the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane. The helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. The non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2:cardiosave product specification, does not comprehensively define the essential performance parameters of the cardiosave.

Manufacturer narrative:
Due to characterization limit, e1: event site name: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that an air leak occurred in the loop during use on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury reported.